Event description:
The customer reported that the system had no image displayed. The problem occurred in the middle of a procedure, but they were able to complete the procedure. No patient injuries were recorded.

Manufacturer narrative:
The ge service rep was unable to duplicate the problem.